Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced elevated blood glucose after announcing a large meal and performing a full infusion set supply change while using the ilet system; the user temporarily disconnected as if for a shower, primed tubing until drops were seen, then reconnected, and no insulin was noted on or around the 32 in, 6 mm infusion set site. Symptoms included hyperglycemia with fatigue, with a fingerstick value of 370 mg/dl. Outcomes included recovery without set replacement, as glucose trended down with continued monitoring and no alarms, alerts, or hospitalization. Investigation included remote troubleshooting and user education to monitor glucose and change the site if levels did not decrease to assess for a bent cannula or infusion issue. Investigation of this case revealed no confirmed device malfunction, and the event was consistent with postprandial hyperglycemia potentially influenced by infusion set or site performance and meal size, with effective correction through ongoing monitoring. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive but consistent with use-related or site-related factors rather than a confirmed device failure.